Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. At the 45 day follow up appointment, transesophageal echocardiography (tee) revealed a leak of unknown size around the closure device and that the distal portion of the device shifted from implant date. The patient is to have another follow up tee on (B)(6) 2022. The patient remained on oral anticoagulants following this discovery. No patient complications were reported.

Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as it was reported that the tee appointment occurred on the week of (B)(6) 2022.